Manufacturer narrative:
Additional information: a1, h6, h10: information was received on 7/6/2020 indicating that the event occurred during preventive maintenance. No patient was involved in this event.

Event description:
Information was received indicating that a smiths medical pump was failing volumetric accuracy testing repeatedly. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the accuracy issues was not able to be confirmed. However, the pump's expulsor was trimmed as a preventative measure. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.